Event description:
Boston scientific (bsc) crm received information that post operative check of this new implant showed r-wave measurements had decreased from 14mv to less than 2mv with loss of capture noted and this dextrus lead appeared to have dropped from the septal wall to somewhere in the right ventricle. The patient is pacemaker dependent, and was put on a temporary external pacemaker, until a lead revision can be performed.